Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery, after inserting the handle into the shell, it was noted that the display did not startup. Another shell was used, but there was no response. The product was not used to the patient. Another handle and shell were used instead. It was also reported that there was damage on the display when checking the reported device after taking it out of the surgical field. The screen was found to be cracked, so it was considered to be broken due to impacts such as dropping. There was no patient injury.